Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. This product was not cleared or approved by the usfda. However, this product is similar to a product that was marketed by depuy synthes which is no longer on the market. At this time there have been no product malfunction. The event is under active litigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email notification received. The patient was revised however no reason for revision was provided. Doi: (B)(6) 2006 : dor: (B)(6) 2014 (unknown hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. There is no direct allegation associated with this product. The symptoms / reason for revision associated with this patient is not known. A review of the provided device records found no deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a review of the provided device records found no deviations or anomalies. Manufacture date (B)(6) 2006. Device history review: a review of the provided device records found no deviations or anomalies. Manufacture date (B)(6) 2006. H10 additional narrative: added: d4 (lot) corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.